Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported patient underwent surgical intervention at an unknown time where in the entire system was explanted due to an unknown reason.